Event description:
It was reported that a shorted output stage detection (sosd) occurred. A capacitor maintenance was unsuccessful. At explant, the leads were found to be fractured due to subclavian crush.

Manufacturer narrative:
Na